Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received a stuck button alarm and customer noticed crack in battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the button was not pressed for 3 minutes or longer. The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
Pump received with an unresponsive keypad. Unable to perform displacement test and self test due to unresponsive keypad. Unable to download history files and traces using thus due to unresponsive keypad. No damage noted to keypad assembly and j1 connector on pcba1 was locked properly during visual inspection. Pump failed keypad voltage test, with left, down and select button measurement of 0v due to a short circuit. Pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, keypad flex tail, motor and force sensor. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, battery cap contact missing, serial number label fading, serial number label stained, serial number label peeling, pillowing keypad overlay and keypad overlay texture damage. Keypad unresponsive/button error alarm confirmed due to a short circuit. Unable to download history files and traces confirmed due to unresponsive keypad. Cosmetic damage was confirmed behind the pump at the battery compartment and at battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.